Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 600+ mg/dl. The customer stated that every time he changed his site, it acts up and freezes on him. The customer stated that he had a fractured shoulder and high blood pressure from the hospital. The doctor found gall bladder stones and a mass around the pancreas. The doctors believed that the gall bladder stones and the mass in the pancreas may be the cause of low and high blood glucose readings. The customer will call back to troubleshoot.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.